Event description:
It was reported the pt experienced a loss of therapeutic effect after exposure to a security gate, or theft detector, at multiple airports. The device was on during emi exposure. The pt's status is good. Coupling and communications problems were also reported. The MFR rep was unable to obtain telemetry with either the recharger or the pt programmer. The neurostimulator was overdischarged. The pt's device was recharged and the rep cleared the por (power on reset). Stimulation resumed.